Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte¿ broke. On (B)(6) 2026, while using the q-syte¿ luer access split-septum needleless injection cap as directed, a nurse noticed a crack in the injection cap. To ensure the patient¿s treatment was not affected, the nurse immediately replaced the injection cap with a new one. The patient completed the infusion without incident, and the nurse reported the incident to the head nurse.